Event description:
Patient presented with highly tortuous 's' shaped aorta, multiple angles measuring close to 90 degrees. Access and deployment of a 25-16-120bl bifurcated device and a 25-25-75l proximal extension were uneventful. Due to severe angulation in proximal neck, there was difficulty retracting the inner core into the introducer sheath. A coda balloon was used to assist in inner core retraction. The physician was unable to advance a marker pigtail due to tortuosity. An additional 25-25-55l proximal extension was deployed to straighten out the neck. The cuff landed at the acute angle in the neck. Again, there was difficulty retracting the tip through the introducer sheath. Wire exchanges, manual compressions, and use of a coda balloon were all used to eventually facilitate retraction of the catheter tip. However, the tip caught the edge and inverted the 25-25-75l proximal extension. On angio, with all three grafts implanted, there was still approximately 2-3cm to most distal renal. Upon removal, the delivery system appeared accordioned. The patient became hemodynamically unstable. The patient was converted to open repair which the patient tolerated well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It was known that the patient had a severely tortuous anatomy prior to the procedure.